Event description:
Patient had possible prolonged pump off time. Patient presented to clinic with signs of hemolysis (elevated ldh). Pump support was withdrawn on (B)(6) 2014 due to elevated powers. Patient expired (B)(6) 2014. Providers at home state that controller never alarmed to the power depletion of pump off.

Manufacturer narrative:
(B)(6).